Event description:
Note on application of product "apply blue side up" is very small on product package. Result is that info is missed by providers that are not familiar with product. Sequelae of patch placed upside down is skin maceration ulceration and erythema and obviously ineffectiveness of antimicrobial effect of patch, which is intended purpose of placing the patch.